Event description:
It was reported that the right atrial lead had evidence of intermittent noise consistent with insulation breakage. This caused mode switching and upper rate limit tracking. The lead was replaced.

Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received.